Event description:
Multiple false very low glucose readings. Had to stop medication and intake sugar. Company website giving false information when checked by serial number, the message was saying that " your sensor kit is not impacted. But thats not true, seems like company did not cover some more sensor with the problem. Picture of low glucose alarm and sensor serial number is attached. There are suspected to have more bad libre 3 plus sensors out with the patient not included in company's recall list, giving false message of " sensor kit is not impacted" as of 4/30/2026.